Manufacturer narrative:
The user experienced severe hypoglycemia requiring hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported ambulance transport and hospital admission. Engineering log review was not provided for this event. Based on available information, the cause of the hypoglycemic event is unclear, as the user was unable to identify a specific contributing factor. The user remained on ilet therapy during hospitalization until temporary removal for imaging, and therapy was resumed following discharge. No device malfunction, incorrect dosing, or device-related issue was identified based on the available information. Based on available information, the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
It was reported that the user was hospitalized after experiencing a low glucose of 40 mg/dl, and later experienced severe hyperglycemia after hospital discharge while resuming the ilet and dexcom g6; while disconnected for imaging, the user received exogenous insulin (novolog) and then reconnected to the ilet, after which very high glucose readings were observed, with no device leakage or site abnormalities noted and with insufficient information to identify a specific device component issue. Symptoms included hypoglycemia with confusion/disorientation and dizziness, followed by hyperglycemia. Outcomes included hospitalization. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no specific findings, and available information about a medical device problem and device component was insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.